Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n:(B)(6). Revealed: electrical failure, no device found message record the two values: - the highest number (00) - the low number (00). Got hot after running it at donut end. White rubbing off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient(pt) rep reported they need a new battery because the implantable neurostimulator (ins) wont charge and the controller kept on turning off. Pt rep said the issue started couple of days ago and the controller kept on turning off this morning. Pt rep stated that when charging the ins, it will charge for few seconds then it will 'kick out' with message that said no device found and poor recharge quality. Pt rep tried to hold the controller directly on the ins but still won't charge. Agent reviewed information. Agent had pt rep to reset the controller using the ac cord. Pt rep said the controller powered on, green led light illuminated on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. Pt rep confirmed no visible damage on the controller port and recharger. Agent had pt rep to clean the connection pins and start the ins charging session. Pt rep said they got the no device found message. Agent instructed pt rep to press the recharge option then the controller screen showed 0-0-0. Agent reviewed passive recharge mode and recharging best practices. Pt rep said the low number was 0, middle number kept on going up and down and high number was at 99. Pt rep stated that the recharger cord was getting hot. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the recharger (rtm).